Manufacturer narrative:
The reported event of high lead impedance was not confirmed. The device was received with normal output and normal telemetry communication. Analysis performed did not identify any functional issues, including automated lead impedance measurements. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly. The device longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that patient's right ventricular (rv) lead and pacemaker exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2024. The pacemaker was explanted and replaced. There were no patient consequences.